Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a bad tip clamp in the reported problem area of the pipette assembly. Replaced the tip clamp, plunger clamp and "lld" spring. The instrument was tested without further problem and was returned to expected operation.